Manufacturer narrative:
A customer called a customer care center (ccc) specialist. The ccc instructed the customer to check their acid/base, wash 1, check wash block, perform a dark count with and without cuvettes. The customer stated the acid/base and wash 1 were all in the correct positions and they were at equal volumes and the wash block probes were ok with no buildup. A customer service engineer (cse) was dispatched to the customer's site. The cse observed the customer run quality control (qc) and all results were flagged with signal error 2. Both acid reservoir straws were broken. The cse replaced the acid bulk fluid reservoir assay. The cse then primed the fluid bottle. The cse tested the acid dispense volume and it was successful. The customer ran qc and all results were within range. The system was fully functional upon departure of the cse. The cause of the discordant progesterone result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated progesterone result was obtained on a patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample repeated with a dilution of 1:10, resulting lower. The repeat result was reported out to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated progesterone result.